Event description:
It was reported by a customer in the USA that, during pt use, the ht70 ventilator shut down. An alarm was generated, and the screen froze with a blank display. The device couldn't be rebooted by pressing the power button for a long period of time. The pt was ambu bagged, and transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The evaluation and repair of the unit has not yet begun. (B)(4).